Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was observed to have blood ingression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead dislodged and the lead had a backflow of blood that could not be flushed. The lead was removed and a new lead was utilized without incident. No patient complications have been reported as a result of this event.